Event description:
Initial and follow-up info received on 07-oct and 08-oct-09 respectively were processed together: this non-serious spontaneous case report from a foreign country, was reported by a physician via the sales force and forwarded by our local affiliate. This case involves a female pt who received poly-l-lactic acid (sculptra) therapy on unk dates. Treatment details were not provided. Two to three months after treatment, the pt developed little nodules on the perioral area and under the orbit eye area. It is unk if any corrective treatment was provided. Event outcome is unk. A ptc (pharmaceutical technical complaint) was initiated: local ptc number global. Ptc number. Reporter's causality assessment: possible.